Event description:
The scrub tech and md informed circulating rn that a tibial insert broke while in the patient's knee, during surgery. Protocol was followed, no retained foreign body confirmed via x-ray. No harm to patient.